Event description:
It has been reported to philips that the system did not boot up successfully.the issue was found outside of clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up successfully. During troubleshooting, the rse found that the issue was due to the defective hardware design with the host pc motherboard. The rse resolved the issue by selecting ¿sata¿ displayed on the selection screen. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.